Event description:
A distributor contacted zoll to report that a (B)(6) male patient received inappropriate defibrillation. The patient received a treatment at 11:34:26 on (B)(6) 2014. The rhythm at the time of the treatment was atrial fibrillation (af) with a rapid ventricular response (154 bpm). The rapid af rate contributed to the false detection. The response buttons were not used prior to the treatment.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 04/2011 - reuse. Electrode belt (B)(4): 02/2011- reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4).